Event description:
A (B)(4) distributor contacted zoll customer support to report that a patient was receiving a service code 204. The patient received a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the trunk cable connector was cracked. The orange (+5v) wire was broken inside of the connector, which caused the service code 204. The root cause for the broken connector and wire could not be positively identified but was likely excessive force. No adverse vent resulted from the damaged trunk cable connector and broken wire. The patient received a replacement electrode belt.